Manufacturer narrative:
A photo was reviewed for evaluation. According to the photos provided reported problem was confirmed. The root cause was unable to be established. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that there are cracks on the straight tubing. Photo was provided. There were no reported adverse patient health effects.